Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The permanent cautery spatula (pcs) instrument was analyzed and found to have thermal damage on the monopolar yaw pulley. The instrument was found heavily burnt all over the monopolar yaw pulley. The conductor wire had damaged insulation with exposed internal wires. Heavy thermal damage was observed which aligns with the damaged conductor wire insulation. The instrument passed the electrical continuity test. Additionally, there was thermal damage on the distal clevis, proximal clevis, distal idler pulley, and proximal idler pulley. The instrument exhibited a burnt mark on the proximal clevis. The instrument was found to have indentations/burrs on the edge of the distal idler pulleys and a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. The complaint was confirmed by failure analysis.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during central processing, the permanent cautery spatula instrument was used as usual during a tongue base resection procedure. Nothing unusual was noticed during procedure. The instrument was sent back after decontamination from reprocessing with the tip of the instrument burnt. There was no patient involvement.